Manufacturer narrative:
The customer declined repairs for the unit, therefore no troubleshooting was performed and a root cause could not be established.

Event description:
It was reported that the ventilator's average volume assured pressure support (avaps) settings could not be set. There was no patient involvement. The event date was not specified, estimate used.